Manufacturer narrative:
(B)(4). Retainer ring, black, on (B)(6) 2021 customer reports low battery alarm or short battery life. Pump passed the self test, active current measurement and displacement test. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery alert during testing. However, found in the pump history a low battery alerts (fault number, low battery alert(104)) on (B)(6) 2021 06:50:00. Due to esd latch-up on an ic (excess load is placed on the vcc rail). Pump was cut open to perform visual inspection and found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator and battery tube during visual inspection. Unit had scratched case. Unit p-cap / test reservoir lock in place properly. In conclusion, pump received with unexpected low battery alarms in the pump history due to esd latch-up on an ic (excess load is placed on the vcc rail).

Event description:
Information received by medtronic indicated that battery of insulin pump was lasting only for three days. Insulin pump not received replace battery alert. The backlight timeout set to greater than 15 seconds and display brightness set to a level greater than 3. Customer did not perform daily rewinds. Bolus wizard did not recommend a correction bolus before insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis